Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the c-ring detached from the uniport plus. The hospital did not provide any info on how the piece was retrieved from the pt's leg. No pt complications were reported.